Manufacturer narrative:
(B)(4). This is report 2 of 4 associated with this device. The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was received for evaluation at the product analysis lab (pal). A review of the device logs confirmed the increased intra-peritoneal volume (iipv) event. Internal/external visual inspections revealed no problem. The cause for the iipv found in the logs was determined to be insufficient drain due to use error; the tidal ultrafiltrate (uf) removal was set too low. A labeling review of the homechoice apd systems patient at-home guide issued was found to be sufficient. The device's service history record was reviewed and no issues were identified that may have contributed to the iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During evaluation of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified on (B)(6) 2010 during drain cycle 7. The patient's ultrafiltration (uf) reading was 1778 ml, indicating the home patient (hp) drained 1778 ml more than the largest prescribed fill volume of 2000 ml. This meant the total drain volume was 3778 ml, which meets the iipv criteria. No patient injury or medical intervention was reported. During a follow up call, the nurse was notified of the incident of iipv that was found during the device log review.